Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 4296-78, lead, implanted: (B)(6) 2013; product ID: 4076-45, lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that several days post implant the right ventricular (rv) lead had high thresholds. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.